Manufacturer narrative:
Product event summary: analysis was able to confirm the customer complaint that the stylus and cursor do not align on the programmer screen. It was also indicated that the printer roller gear teeth were damaged and the release lever was missing, and the upper and lower cases are broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was so out of sync with the programmer screen that it could no longer be calibrated. The caller was advised to return the programmer to service; the programmer remains in use at this time. There was no patient involvement.